Manufacturer narrative:
Customer reports 2 elite instruments involved in the 3 pt malfunctions, but could not specify which instrument was involved in each malfunction. Results: manufacturer evaluation/investigation pending product return from user facility. Manufacturer

Event description:
Customer reports inconsistent inr results on 2 hemochron signature elite instruments vs an unspecified lab instrument. This report is for pt 2 of 3. Pt therapeutic range is 2.5 - 3.5. Date unk, elite inr 6.8 vs lab inr 4.2. Pt instructed to hold coumadin dosage. No reports of adverse events or serious injury.